Event description:
It was reported that the patient presented for a follow up in clinic. The patient's left ventricular (lv) lead exhibited high threshold and loss of capture. Chest x-ray confirmed lead dislodgement. The lead was explanted and replaced. The patient was asymptomatic and discharged post procedure.